Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to pt). Product problem(s): "probe would not cut." (Failure to cut). The customer reported: the system primed ok, passed prime and test stage, when in eye and went to cut, no action from cutter, replaced cassette with another, all ok, no error messages were displayed. No pt impact was reported. Additional info was requested.